Event description:
Customer reported encountering error code 6. The device was returned for service.

Manufacturer narrative:
During pre-repair assessment performed by a technician, functional testing was performed and revealed the device was not functioning properly and damaged due to water. This was attributed to ineffective cleaning and maintenance. Various parts were replaced. Device was repaired and returned to the customer.